Event description:
It was reported that post a stenting treatment procedure, stent thrombosis occurred. The 3.5x24mm taxus express2 stent was deployed in the right coronary artery (rca). The stent was well positioned and apposed. It was post dilated to 18atms. There were no patient complications during the initial procedure. One year later, the patient was put on bayaspirin after CABG. At 50 months after the initial stenting procedure, the patient had chest pain and a myocardial infarction (mi) due to very late stent thrombosis. The patient was only on bayaspirin which, per the physician, lead to the thrombosis. The thrombosis was vacuumed and a non-bsc stent was deployed and post dilated to 16atms. An additional non-bsc stent, size 2.25mm, was deployed in the rca. The patient was administered bayaspirin and plavix. The patient was discharged three days later in good condition.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).